Event description:
It was reported that during a cardiac surgery, the right ventricular (rv) lead exhibited a spike in impedances. It was suspected that the spike was due to the surgery. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicates that the daily lead impedance trend shows that the ventricular impedance spiked to >3000 ohms on 2014-(B)(6) and then returned to baseline of approximately 500 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: 5086mri implantable pacing lead - unk. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.